Manufacturer narrative:
Device evaluation summary: device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. The evaluation included downloaded data review and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 09/05/2013, electrode belt: 03/09/2015.

Event description:
A us distributor contacted zoll to report that a patient passed while wearing the lifevest. Review of the events surrounding the patient's death indicate that the patient experienced an asystole event during which a shock was delivered. Asystole is considered a non-life sustaining rhythm. There is no evidence to suggest that the lifevest caused or contributed to the patient's death as the patient was already in asystole when the shock was delivered.